Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) has reviewed the customer care advocate (cca) documentation. On (B) (6) 2009, the lay-user/pt contacted lifescan (lfs) alleging that a one touch ultralink meter would not power on. At an unspecified time before the alleged issue began, the pt claimed that she had developed symptoms of shakiness and confusion. Thirty minutes after the alleged issue started, the pt administered self-treatment by consuming glucose gel/tablet(s). The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the unresolved "does not turn on" issue. There is no evidence, however, that the meter or alleged issue contributed to the pt's symptoms/injury. Although the pt administered self-treatment by consuming glucose gel/tablet(s), she claimed that she felt low and was symptomatic before the alleged issue began.